Event description:
It was reported that the patient presented with dizziness, lightheadedness and shortness of breath. It was noted upon interrogation that the device was in backup vvi due to a software anomaly. The device was reprogrammed and restored to nominal settings. The patient left the clinic in stable condition.